Manufacturer narrative:
Correction/removal reporting number is yet to be determined. Internal radiometer reference is (B)(4) and crr will be submitted no later than (B)(6) 2018.

Event description:
According to the complaint, a customer reports false creatinine results applying abl800 analyzer. From a comparison test, comparing creatinine results from cobas (roche) with those from abl800 analyzer demonstrate that creatinine concentration as determined on abl800 could be ~25% lower than on cobas.

Manufacturer narrative:
From a CAPA related to fan 915-387, it has been decided to increase lower limit for ac6+l1 (quality control) with 20 microm to reduce risk of low creatinine measurements. The final conclusion will be included in crr 915-387